Event description:
It was reported that during central processing, the cable of maryland bipolar forceps was noted to be out. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage - conductor wire near the distal idler pulley to be related to the customer reported complaint. Material appeared to be lifted off, exposing the bare wire. No material was missing. The instrument passed electrical continuity test. No thermal damage was observed. The root cause of this failure was attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part# 471172-16/lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on 17-jan-2022 via system serial# (B)(4). There were 12 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
On (B)(6) 2022, isi followed up with the initial reporter and obtained the following additional information: the damaged cable issue was identified prior to reprocessing. The instrument was not inspected prior to use. The instrument did not collide with any other instrument or tool. There was no evidence of arcing of electrical energy. There was no patient injury. The customer used a backup maryland bipolar forceps to resolve the issue. The procedure was completed robotically. Also patient demographics information was unknown.

Event description:
Refer to h10/h11 for follow-up information.